Event description:
According to an operative report received from the initial reporter, the bjork-shiley convexo-concave mitral valve was replaced due to severe paraprosthetic leaks in three areas.

Manufacturer narrative:
Section h3--device evaluation summary. The valve was examined with a light microscopeat 20x magnification. The outtlet strut legs were found to be intact. According to the valve examination report, wear patterns, scraatches, and instrucment marks were observed on the inner diameter, rimes, outlet strut, inlet strut, and disc and were typical for valves implanted greater than 12 yrs. A static regurgitation test indicated an acceptable rate of flow.